Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle acetabular cup size 54 mm, with a 36 cm x 54 mm ultamet metal insert, the femoral stem was a summit, size 2 hi offset, and the femoral head was 36 mm +12. On (B)(6) 2005, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle acetabular cup size 54 mm, with a 36 mm x 54 mm ultemet metal insert, the femoral stem was a summit, size 2 hi offset, and the femoral head was 36 mm +8.5. Soon after these surgeries, I began experiencing pain and difficulty with my implants. I had spontaneous dislocation of my hips four times. As my condition gradually worsened, on (B)(6) 2001, I had blood testing performed which showed that my cobalt level was 71.6 and my chromium level was 22. On (B)(6) 2011, I had a revision surgery to remove the pinnacle device in my left hip and replace it with another hip implant. My physician noted that this was a case of chronic metal debris with pseudo-tumor. On (B)(6) 2011, I required a further revision of the left hip to exchange the polyethylene liner that had been implanted in (B)(6). On (B)(6) 2011, I had an MRI of my right hip which showed a large amount of fluid collection in the hip. Eventually, on (B)(6) 2011, I had a revision surgery to remove the pinnacle device in my right hip and replace it with another hip implant. Since the implantation of the pinnacle device, I've experienced severe pain and discomfort and inflammation in my right and left thighs and right and left hip areas. I've also felt extreme discomfort when sitting, walking, or standing for period of time. Reason for use: left hip end-stage osteoarthritis, right hip end-stage osteoarthritis.